Event description:
Possible over infusion: "channel 1 set at 9ml/hr with heparin, volume to be infused set at 242 ml of 300cc bag, 5hr later, bag was found empty, volume infused reads 44ml, ptt drawn and findings are greater than 300 seconds. Patient received medical treatment for ppt increase." No long term effect on patient reported.